Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 scs extensions with the same lot number. It was reported the pt was no longer receiving stimulation following a fall. X-rays revealed a possible issue with the scs extension(s). An sjm representative was able to restore some stimulation with reprogramming. The physician is monitoring the swelling at the site and in turn the stimulation issue before deciding if surgical intervention will be taken to address the issue.